Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the subject device shows reddening and blackening when view blood. There is no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide fibers glass was broken, the insertion rod was dented and indented, the outer casing of the universal cord was torn, the casing of the operating handle was torn, the light guide bundle was interrupted and weakened at the front and rear ends, component failure of the outer tube, component failure of the universal cord, component failure of the main body, component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.